Event description:
A customer reported the toggle of the footpedal was sticking and preventing the system from moving into laser mode during a vitrectomy procedure. The procedure was completed with a separate laser with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).